Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) reboot and randomly stops monitoring ed bed in room 8 - bed ID: ed-08. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-1733a sn: (B)(6) device manufacturer date: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) reboot and randomly stops monitoring ed bed in room 8 - bed ID: ed-08. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on its own. It would also randomly stop monitoring a bedside monitor (bsm) in the emergency department, room 8 - bed ID: (B)(6). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on its own. It would also randomly stop monitoring a bedside monitor (bsm) in the emergency department, room 8 - bed ID: (B)(6). No patient harm was reported. Investigation summary: the software version of the device was found to be old (v02-53), and there was little information provided by the customer. Nkc recommended the customer upgrade the software of the device. Nk technical support (ts) offered the customer an upgrade of the device from v02-53 to v05-23, but no response was received. A review of the history of the serial number identified no further reports regarding the issue. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are user intervention (intentional or accidental), scheduled reboot, and power related issues. Staff or personnel may have inadvertently unplugged and reconnected the power cable of the device or may have inadvertently shutdown the cns. There may have also been a reboot scheduled by the customer's it team or this may be due to an update. Power related issues, such as power outage, and generator tests may cause the cns to shut down. A definitive root cause could not be identified. Without a definitive root cause, countermeasures to address the root cause could not be identified. Furthermore, the issue has not recurred on the device, and there have been no significant trends on cns reboot and sudden shutdown reports. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns: bedside monitor: model: bsm-1733a. Sn: (B)(6). Device manufacturer date: 10/06/2016. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621r. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.